Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The supplier performed this eval and during the eval, a review of the mfg and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter and connector are separated at the connector. Wires are broken at the connector. Severe kinks in catheter. Sticky substance all over connector. Unable to test. Based on the above eval, it appears that inadequate use by the customer has caused the actual damages and the difficulty reported by the customer. No further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Rep reported that the microsensor that was used on a pt broke off. It was explanted that the sensor appeared to splinter at the connection site to the transducer cable. The sensor stopped working after 12 hours and stopped giving an icp reading. As a result, the device was revised.